Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an "acu watchdog error." The issue was found before infusion and there was no patient involvement. No further information was provided.

Manufacturer narrative:
D9 - date returned to mfg: 4/1/2025. One device was returned for analysis. Visual inspection found a damaged interconnect board and main board. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty speaker and the damaged main board and interconnect. The faulty speaker and the damaged main board and interconnect were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.